Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 6 devices were received. 7 devices were evaluated in the field. Event confirmation status: 13 reported events were confirmed. Evaluation results: 13 devices were found to be affected by a bent foot/leg. 13 devices were not labeled for single-use. 13 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device was bent. 10 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 13 events were originally reported for this failure mode during the reporting quarter. 14 events should have been reported; 1 event was inadvertently excluded. - 14 reported events are included in this follow-up record. Product return status 2 devices were received. 12 devices were evaluated in the field.

Event description:
This report summarizes 14 malfunction events in which the device was bent. - 11 events had no patient involvement; no patient impact. - 3 events had patient involvement; no patient impact.